Event description:
A 3 month old male underwent complete truncus arteriosus repair using a 13mm aortic homograft. Approx 4 yrs later pt presented with a 64 mm gradient across the homograft. Upon explant the homograft was noted to be calcified with progressive shortening and to have graft stenosis. One of the valve leaflets was noted to be retracted and scarred. The graft was replaced with an 18mm homograft.